Event description:
A complaint was received from a dependent diabetic. Patient states that on the day of the event, patient passed out and had to go to the hospital. Prior to going to the hospital, patient's blood sugar was 28 mg/dl. Patient also stated that patient's elite system is giving very erratic readings. Examples are 304, lo (less than 20 mg/dl) and 83 mg/dl. The difference between these readings could be clinically significant. While on the phone a review of the system was conducted. Electronic checks were satisifactory. A request was made to return the entire system including the reagent lot number 1j05lm exp. Dated 03/03 for evaluation. In the meantime a replacement unit is being provided.